Event description:
It was reported the customer was hospitalized for low blood glucose on (B)(6) 2015. Customer's blood glucose was unknown at the time of admission. The customer reported feeling numb and falling down as a result of their low blood glucose. Customer stated the perceived cause of their low blood glucose was from over bolusing for their lunch. Customer declined to troubleshoot for their insulin pump. The customer also requested a new battery cap. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.